Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected no delivery alarms, prime fill anomaly, or no air bubbles were noted during testing. The device was received with corroded motor home switch. No traces of moisture noted at keypad traces or electronic assemblies per visual inspection. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed no delivery and noticed the reservoir had large air bubbles. Customer had removed the reservoir, reinserted it, and she noticed the insulin was now a third down. Customer attempted to prime the device and piston wouldn't move forward towards the reservoir. Customer's blood glucose was unknown. The device was exposed to moisture, sweat. Customer plays sports with the device on and it has been hot and humid. Customer's mother then stated the drive support cap seemed further pressed then before and doesn't recall the customer pressing it in while connected. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother mentioned the device skips a step when attempting to prime. She agreed to return the device for analysis.